Manufacturer narrative:
Age at time of event: 18 years older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues were found, the device appears to be in good conditions. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically, no connection issues or errors were detected during its testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2017-00472 and 2134265-2017-00689. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. After imaging was performed using the opticross¿ imaging catheter, it was noticed that the telescope was unable to put back when attempted. Moreover, the physician tried to initiate the automatic pullback but failed. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.